Event description:
Pre-insertion length from right cephalic vein to right subclavian determined to be 13 inches. Decision made to cut catheter at 15 inches (2" external). Sterile field was established and maintained. Asceptic technique was used to prep and cleanse area per protocol. Catheter was measured and cut at 15 inch mark. A 19 ga introducer needle was inserted into right cephalic vein with excellent blood return. Catheter was advanced through introducer without difficulty. Pt's head was positioned to right with chin to shoulder. Catheter was advanced to a total of 13 inches and guide wire was removed. Catheter with extension tube was aspirated with excellent blood return. A small droplet of blood was seen approx 1/2 inch from wing connection to catheter. Catheter was flushed with 0.9 nacl and leak confirmed at or near junction of catheter and wing. Catheter was removed.